Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance recorded on (B)(4) 2016 prior to explant. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the patient's device had a sudden drop in battery voltage and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.